Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pgk909 batch number, and no non-conformances were identified investigation summary: it was reported performance fixation feature breakage pre-op. It was received for analysis an empty opened foil and a used needle-suture of product code sxpp1a400, lot pgk909. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident. One picture was received for analysis. Upon visual inspection of the picture, one foil, a labeled winding former and one dispensed needle-suture appears with the fixation tab broken of product code sxpp1a400, lot pgk909 could be observed. However, no conclusion could be reached.

Event description:
It was reported that a patient underwent a hepatobiliary resection on (B)(6) 2020 and a barbed suture was used. It was reported that the fixation feature had been missing in the newly dispensed suture when it was opened. Changed another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, the sides of the fixation tab were broken. No additional information could be provided.